Event description:
Surgeon was inserting a helical blade into the nail for a tfn procedure when it was noted that the end position of the helical blade was not correct. The flat part of the flute for the helical blade was not superior as it should be. Surgeon backed out the helical blade and used another helical blade. The end position of the second helical blade was also incorrect, where the flat part of the flute for the helical blade was not superior. Surgeon left the second helical blade in place and completed the procedure. This is the first of the second reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 3 for complaint 4247. Labeled for single use: yes. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Correct manufacturer information is: (B)(4). Original awareness date is 12/29/2011. Awareness date that product code is missing is 9/17/2013, which is the date that the file was reviewed.

Event description:
This is report 1 of 3 for complaint 4247.